Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen. On (B)(6) 2023, the patient was sleeping and did not report feeling any symptoms. However, the patient¿s husband stated the patient was incoherent. The patient¿s cgm was reading 80 mg/dl and the bg meter was reading 32 mg/dl. The patient¿s husband called for an ambulance. Once emergency medical services (ems) arrived, the patient was treated with an IV dextrose, as well as some honey. Ems then transported her to the hospital. While at the hospital, the patient could not recall the treatment and medication she was provided. There were also no cgm/bg comparison values provided during the time she was hospitalized. The patient was discharged home 2 days later. At the time of the report, the patient was doing better. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the c zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.